Manufacturer narrative:
At this time no conclusions can be made. As reported, there is no malfunction of the device with the information provided. Based on the medical records received, there is no way to determine whether the bard flat mesh may have caused or contributed to the problems experienced due to the patient¿s unknown medical and surgical history and the limited clinical information provided. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Per information provided by the patient's attorney and medical records: on (B)(6) 2011 - the patient was diagnosed with severe incontinence, rectocele and underwent sling procedure, rectocele repair, placement of suprapubic catheter and implant of bard mesh (bard flat mesh). Attorney alleges that the patient sustained unspecified injury and the device was defective.